Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a heavily calcified vessel. A promus premier drug-eluting stent was advanced to treat the lesion. However, the stent fractured and was distorted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was severely damaged with stent struts overlapping, bunched and distorted. The stent had moved distally on balloon in a distal direction. As part of the analysis, a review of the manufacturing crimp data for the stent profile was performed. The crimped stent maximum od (outer diameter) measurement at the time of manufacture was within the maximum crimped stent profile measurement. The device was returned loaded in a 0.071¿¿ (5fr) guide catheter and 74mm of the device was visible from the end of the guide catheter. The device could not be removed from the guide catheter due to stent damage. A kink was noted on the guide catheter at approx. 130mm from the end of the distal tip of the catheter. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the exposed section of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a heavily calcified vessel. A promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent fractured and was distorted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.